Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was no longer working. All the components were removed and replaced with a new aus system. Patient's outcome information was not provided. No more information is available at the moment.